Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemia (hba1c 0,25) [hypoglycaemia] 2 novopen he/she was using did not seem to be working properly [device malfunction] the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it. [Wrong technique in product usage process] high blood sugar [blood glucose increased] leaving the needle attached to the pen, with the cap [product storage error] case description: study ID: (B)(6)-novocare for diabetes study description: trial title: the main objective of this patient support programme is to provide education, information and training for patients with diabetes mellitus (type 1, type 2 and diabetes in pregnancy), who have already been prescribed by their treating health care professional (hcp) with novo nordisk (nn) products of insulin, liraglutide 0.6-1.8mg for type 2 diabetes and glucagen. Patients shall be provided with full education, including the technical use and handling of nn devices (pens and needles) with an objective to be supported during their first steps in their treatment and to have an improved diabetes control and quality of life. Patients with type 2 diabetes mellitus, who have already been prescribed by their treating hcp with once weekly glp-1 inhibitor semaglutide (ozempic), with a purpose to enhance the education of the patients on their disease, through pen training, to improve diabetes control and patient's quality of life, through nutritional advice and to support treatment adherence and compliance on with their prescribed therapy. Finally, under the scope of the program the provider must undertake the provision pharmaceutical compliance and any pharmacovigilance service. Patient's height: 160 cm. Patient's weight: 84 kg. Patient's bmi: 32.8125. This serious solicited report from greece was reported by a consumer as "hypoglycaemia (hba1c 0,25) (hypoglycaemia)" with an unspecified onset date , "2 novopen he/she was using did not seem to be working properly(device malfunction)" with an unspecified onset date , "high blood sugar(blood sugar increased)" with an unspecified onset date , "leaving the needle attached to the pen, with the cap(device stored with needle attached)" with an unspecified onset date , "the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process)" with an unspecified onset date and concerned a 63 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "unknown type diabetes", , novopen 4 (insulin delivery device) from unknown start date for "unknown type diabetes", , mixtard 30 penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 20-30 iu per day) from 2007 and ongoing for "unknown type diabetes", , actrapid penfill (insulin human 100 iu/ml) (dose: (noon), unknown details) from 2007 and ongoing for "unknown type diabetes", dosage regimens: novopen 4: novopen 4: mixtard 30 penfill: ??-???-2007 to not reported (dosage regimen ongoing); actrapid penfill: ??-???-2007 to not reported (dosage regimen ongoing); current condition: unknown type diabetes, cholesterol problem, blood pressure problem, uric acid problem, heart problem. Concomitant medications included - aprovel(irbesartan), concomitant products- glavein, zilapour (for uric acid problem), zilatrent (for heart problem), nexuim (for stomach protection): non codable treatment medications included - insulin [insulin nos]. On an unknown date the patient reported that the 2 novopen he/she was using did not seem to be working properly after a fire broke out in the house about 3 months ago. The patient reported that novopen pens seem to be administering normally, but even though they are receiving the correct dosage, they have hypoglycaemia with hba1c (glycosylated haemoglobin) 0.25 (unit not reported)or high blood sugar in the last 3 months.the patient measured the glucose value (blood glucose) but does not remember how much it was (value and unit was not reported). The patient reported in general, when he/she has high blood sugar, he/she administers insulin, and when he/she has hypoglycemia he/she consumes sweet/honey. The patient mentioned that sometimes s/he uses the same needle for different administrations, for reasons of economy (needle was not specified).the patient reported leaving the needle attached to the pen, with the cap. The patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it. He/she said that if he/she has administered more or less it would be rare. Batch numbers: novopen 4:jvgx239 novopen 4: aug0601 mixtard 30 penfill: requested actrapid penfill: requested action taken to mixtard 30 penfill was reported as no change. Action taken to actrapid penfill was reported as no change. Event abated after use stopped or dose reduced for mixtrad 30 and actrapid doesn't apply event reappeared after reintroduction of mixtrad 30 and actrapid doesn't apply the outcome for the event "hypoglycaemia (hba1c 0,25) (hypoglycaemia)" was unknown. The outcome for the event "2 novopen he/she was using did not seem to be working properly (device malfunction)" was not reported. The outcome for the event "high blood sugar (blood sugar increased)" was unknown. The outcome for the event "leaving the needle attached to the pen, with the cap (device stored with needle attached)" was unknown. The outcome for the event "the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process)" was unknown. Reporter's causality (novopen 4) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : unknown 2 novopen he/she was using did not seem to be working properly(device malfunction) : unknown high blood sugar(blood sugar increased) : unknown leaving the needle attached to the pen, with the cap(device stored with needle attached) : unknown the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : unknown company's causality (novopen 4) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : possible 2 novopen he/she was using did not seem to be working properly(device malfunction) : possible high blood sugar(blood sugar increased) : possible leaving the needle attached to the pen, with the cap(device stored with needle attached) : possible the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : possible reporter's causality (novopen 4) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : unknown 2 novopen he/she was using did not seem to be working properly(device malfunction) : unknown high blood sugar(blood sugar increased) : unknown leaving the needle attached to the pen, with the cap(device stored with needle attached) : unknown the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : unknown company's causality (novopen 4) - hypoglycaemia (hba1c 0,25) (hypoglycaemia) : possible 2 novopen he/she was using did not seem to be working properly(device malfunction) : possible high blood sugar(blood sugar increased) : possible leaving the needle attached to the pen, with the cap(device stored with needle attached) : possible the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : possible reporter's causality (mixtard 30 penfill) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : unlikely 2 novopen he/she was using did not seem to be working properly(device malfunction) : unknown high blood sugar(blood sugar increased) : unlikely leaving the needle attached to the pen, with the cap(device stored with needle attached) : unknown the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : unknown company's causality (mixtard 30 penfill) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : possible 2 novopen he/she was using did not seem to be working properly(device malfunction) : possible high blood sugar(blood sugar increased) : possible leaving the needle attached to the pen, with the cap(device stored with needle attached) : possible the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : possible reporter's causality (actrapid penfill) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : possible 2 novopen he/she was using did not seem to be working properly(device malfunction) : unknown high blood sugar(blood sugar increased) : unlikely leaving the needle attached to the pen, with the cap(device stored with needle attached) : unknown the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : unknown company's causality (actrapid penfill) - hypoglycaemia (hba1c 0,25)(hypoglycaemia) : possible 2 novopen he/she was using did not seem to be working properly(device malfunction) : possible high blood sugar(blood sugar increased) : possible leaving the needle attached to the pen, with the cap(device stored with needle attached) : possible the patient reported that if he/she runs out of insulin and has not administered it all, he/she calculates the remaining dosage and administers it.(wrong technique in drug usage process) : possible on (B)(6) 2025 : this case was re-classified from non- serious to serious due to update on follow-up on hypoglycaemia (hba1c 0,25)as medically significant by reporter. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient reference type: e2b company number reference ID#: (B)(4) reference notes: h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results name: novopen 4, batch number: jvgx239 the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected. Name: novopen 4, batch number: aug0601. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected. Name: mixtard 30 penfill 100 iu/ml 3 ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: actrapid penfill 100 iu/ml 3ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following investigation results updated device tab: is non-reportable and malfunction fields updated EU/ca tab: final report check box ticked, expected date of follow up report was removed and further investigations updated device addendum tab: annex b c d g codes updated narrative updated accordingly final manufacturer comment: 23-dec-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hypoglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill and actrapid penfill. H3 continued: evaluation summary name: novopen 4, batch number: aug0601 the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During examination of the product, no irregularities related to the complaint were detected.